Event description:
Customer had a discrepant tsh result for one patient sample when they compared results from two different analyzers: elecsys 2010 tsh result was 15.89 uiu/ml. This result was reported but did not fit patient's clinical picture. The same sample was then tested (B) (6) 2010, using an ria method and gave a result of3.71 uiu/ml. The sample was tested again on (B) (6) 2010, using abbott architect (chemiluminescence immunoassay) and gave a result of 3.06 uiu/ml. Hypothyroid medication was administered on the basis of the elecsys result. No adverse medical affect to the patient due to the administration of the hypoythyroid drug has been reported. Only "mental stress and pain" were mentioned due to difference in results found in different instruments. Tsh reagent lot was 155485.

Manufacturer narrative:
Serial # of analyzer was not provided. It is unknown if initial reporter sent report to FDA.

Event description:
The event is reported as: during surgery the needle tip of the device was deployed into pt's vaginal vault and was imbedded. The surgeon elected not to remove it. No pt injury or intervention reported.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that a bc060 single-heated breathing circuit caused a heater wire alarm.

Manufacturer narrative:
The root cause for the different tsh results could not be clarified. None of the samples were available for investigation. According to the information provided, a hypothyroid medication, details unknown, was initiated based on the elecsys tsh result. The decreased results, either on ria method or on abbott architect, were generated after the initiation of the hyhothyroid medication. As no parallel test had been performed on one sample, it could not be concluded if the elecsys result was falsely high or the tsh level was decreased due to the administration of the hypothyroid medication. As no samples were available, no investigation could be performed. The customer stated, "no adverse medical affect to the patient due to administration of hypothyroid drug has been reported, only mental stress & pain is mentioned due to difference in results found in different instruments."

Manufacturer narrative:
New information from the customer indicates results provided were from three separate samples (from the same patient). The three samples were tested in different laboratories and the patient provided the reports from those labs. Investigation is on-going.